Event description:
Removal of endosseous dental implant. Two implants were placed in class ii bone during a routine procedure on 3/24/95. One implant was removed on 11/5/96 due to a fracture of the body of the implant. The pt was wearing a full upper denture over the implants.